Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested during maintenance. The root cause was determined to be a faulty valve slipped the suppliers final control due to a faulty test- setup. In consequence the test-setup was corrected and all faulty valves on stock either replaced or reworked. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. Hamilton fm 653570 rev. 01 medical page 3 of 4 investigation report (remediation) confidential complaint nr. 84821 in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Shows error in pneumatic nebulisator. The customer have tried to "exercise" the unit with no luck.